Manufacturer narrative:
Initial.

Event description:
It was reported that the app displayed an ¿incompatible sensor¿ message and would not pair after an update, despite firmware being updated and a replacement attempt; the user¿s caregiver confirmed the packaging indicated freestyle libre 3 while the ilet requires a freestyle libre 3 plus sensor, and a subsequent libre 3 plus sensor was paired and entered warmup. No adverse clinical symptoms reported. Outcomes included no health consequences or impact. User support included communication with the user¿s caregiver and analysis of information provided by the user. Investigation of this case revealed an interoperability problem due to use of a device incompatible with the expected pairing workflow, specifically use of a libre 3 sensor while the app expected a libre 3 plus sensor, and no specific device component term was applicable. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions.